Event description:
The customer reported that she plugged in her freestyle pump and it started to smoke and caught on fire.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to f/u with the customer to obtain add'l info regarding this event were unsuccessful, including, a final attempt by letter. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed at that time. The customer reported that the freestyle pump started to smoke and caught on fire. She stated that the serial number of the pump could not be read. She also stated there were no injuries and the fire department was not called. This could not be confirmed. (B)(4) smoking device unit (not power supply) - probable motor stall - cause is defective motor.